Manufacturer narrative:
Device was received with a cracked case (battery tube). Device p-cap / reservoir locked properly in place. Device passed the displacement test and self test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he visit his doctor yesterday because customer was running low last saturday. The customer blood glucose level was 52 mg/dl at the time of incident. It was unknown that auto mode feature was active or not at the time of event. Customer reported that there was cracked on insulin pump from left back side from top to inch from the bottom. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will be returned for analysis.